Event description:
During a shoulder arthroscopy the tip of the device broke off. Customer also reported the tip of the device broke off. Customer also reported the tip was easily retrieved without injury to the patient.